Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedurethe vasoview hemopro 2 portal grey rubber was damaged. There is a crack/tear in the rubber seal. No procedural delay. The procedure was completed with a new device.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--2199 added as there was patient involvement but no harm or injury. The device was returned to the factory for evaluation on 07/20/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was a crack observed on the inside of the gray endoscope seal. No other visual defects were observed. Based on the investigation results, the reported failure "break" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25161843 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 portal grey rubber was damaged. There is a crack/tear in the rubber seal. Early in the procedure they noticed the btt was leaking. The case had started and the scp found that there was a constant loss of c02, everything was checked and the rubber at the portal end was found to be faulty. No procedural delay. The procedure was completed with a new device. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID #(B)(4). Updated section: b-4, b-5, d-10, e3, g-4, g-7, h-2, h3, h-10, h-11 corrected section: h6 from 2981 to 1069.